Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield had activation issues after use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: ems student was drawing blood from a pt using the butterfly needle. When student was finished the needle would not go into the safety hub and was sticking out. Needle was placed carefully into the needle box making sure no one got stuck with the exposed needle.

Event description:
It was reported that the shield had activation issues after use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: ems student was drawing blood from a pt using the butterfly needle. When student was finished the needle would not go into the safety hub and was sticking out. Needle was placed carefully into the needle box making sure no one got stuck with the exposed needle.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to retraction failure as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.